Manufacturer narrative:
A correlation between the device and the report of stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Stroke has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient expired on (B)(6) 2020 due to a large left middle cerebral artery (mca) territory cerebrovascular accident cva). On (B)(6) 2020, the patient had an acute change in mental status. A computed tomography (CT) scan of the head revealed a large left mca territory cva. Neurology and neurosurgery were consulted but felt that the patient would not benefit from further intervention. The patient began to decompensate and was made comfortable. The patient passed away on (B)(6) 2020 at 16:37. The patient was admitted on (B)(6) 2020 for his index hospitalization. The patient had a large left mca/anterior cerebral artery (aca) infarction, most likely cardioembolic. No possible contributing factors were identified by the team. The patient was on the standard course of anticoagulation at the time of cva. The patient had CT scans on (B)(6) 2020. On (B)(6) 2020, the patient was noted to have left gaze deviation. On (B)(6) 2020, the patient was comatose with roving eye movements between right gaze and midline. Oculocephalics were at least partially present, as the eyes could just cross the midline to the left. The patient's pupils were 2 mm and equally sluggishly reactive. The patient was absent a gag reflex. The patient was flaccid throughout with no response to noxious stimuli. A poor prognosis was given for neurologic improvement. As of (B)(6) 2020, neurology noted that the patient would likely remain aphasic and hemiplegic for the remainder of his life, requiring assistance with all activities of daily living. The patient was given palliative care. Neurology said there was no high risk of hemorrhage conversion or thrombectomy (too advanced stroke). The death was not considered to be device-related. The device operated as expected. The device will not be returned for evaluation.